Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead displayed an acute rise in impedance with elevated short interval counts. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.